Manufacturer narrative:
Three opened and used sensor were inspected and a bicarbonate buffer test was performed. Two of the three sensors failed with high readings and the remaining sensor passed per specification with accurate readings. No needle complaint could be confirmed due to no needle being returned. A bent cannula was noted. It could not be confirmed if the customer received the sensor with a bent cannula as the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the cannulas are bent. Advised customer that the approved location for insertion is the abdominal area. Customer is brittle diabetic. Customer experienced a low blood glucose event. Customer received inaccurate sensor readings. Customer reported a low blood glucose event of 40 mg/dl. The current blood glucose reading is 169 mg/dl. Nothing further reported.